Manufacturer narrative:
Initial.

Event description:
It was reported that a severe high blood glucose event occurred overnight when there was no insulin in the user¿s ilet pump, consistent with a usage issue and an incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included insufficient information regarding longer term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.